Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the stent delivery system (sds) was returned with blood in the guide wire lumen and thick blood on the balloon and shaft, consistent with the reported use. There was contrast in the inflation lumen and the balloon was loosely folded, consistent with the reported information that the balloon had been inflated. The balloon was bunched at the distal end of the distal taper. The non-abbott introducer sheath used during the procedure was returned on the shaft. The distal end of the introducer sheath was 6.5 cm proximal to the proximal balloon seal. The sds shaft was kinked at the proximal and distal end of the introducer sheath. The distal edge of the introducer sheath was folded proximally. The shaft of the introducer sheath was bunched at the distal end of the strain relief tubing for a length of 6 mm. There was no other damage noted to the sds or the non-abbott introducer sheath. An attempt was made to remove the sds from the non-abbott sheath but the introducer sheath did not advance over the bunched balloon taper. Difficulty removing a dilatation catheter after inflation may include, but is not limited to, interaction of the balloon with accessory devices, the balloon not being fully deflated prior to removal, damage to the balloon, balloon refold, kinks, bends, obstructions in the guiding catheter lumen, or damage to the guiding catheter. To help ensure this difficulty is not related to a manufacturing deficiency, the profile dimensions on all balloon catheters are confirmed by visual and dimensional checks on the manufacturing line. Based on the reported information and analysis of the returned device, it appears that the balloon refold interacting with the non-abbott sheath contributed to the difficulty. Balloon refold may be compromised if the balloon interacts with associated devices. Additionally, multiple inflations at high pressure may also compromise the balloon refold. In this case, it was reported that the balloon had been inflated and deflated three times which may have contributed to the difficulty; however, this could not be confirmed. The kinks in the shaft are likely from handling post-procedure during packaging the product for return to abbott vascular. A review of the finished device lot history records did not reveal any non-conforming material records associated with this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. A conclusive cause for the difficulties could not be determined; however, there is no indication to suggest a product quality deficiency. All dilatation catheters are visually inspected for damage on the manufacturing line. Additionally, a sampling of units is destructively tested to verify rated burst pressure and balloon integrity.

Event description:
It was reported that the balloon was used successfully twice for predilatation of the lesion in the iliac. After deployment of a stent in the lesion the balloon was again used for post dilatation of the stent and was deflated for removal; however, during removal of the device, the balloon was found to have poor refold which resulted in not being able to remove the balloon through the 6 fr sheath. The sheath was removed and the balloon was able to be retrieved without further issue. No patient effects were reported. No additional information was provided.